Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected and detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this patient presented to the emergency department with heart block and hypothermia. A temporary external pacing lead was used. The physician attempted to interrogate the device, but interrogation was impossible. It was alleged the device had prematurely depleted. The physician explanted and exchanged the device to resolve the event. The patient was stable. The device was received for analysis.

Event description:
It was reported that this patient presented to the emergency department with heart block and hypothermia. A temporary external pacing lead was used. The physician attempted to interrogate the device, but interrogation was impossible. It was alleged the device had prematurely depleted. The physician explanted and exchanged the device to resolve the event. The patient was stable. The device was received and is currently pending analysis completion.